Event description:
Additional information was received from the patient. They reported that they got a new device implanted on (B)(6) 2024.

Manufacturer narrative:
H3: product ID: 978b128 lot# va2zw6z and analysis confirmed that no anomalies were identified. Continuation of d10: product ID: 978b128 lot# va2zw6z, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zw6z product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary /bowel dysfunction. It was reported that stimulator was not working and they had not noticed any improvement in their symptoms. Patient stated they could not feel the stimulation sensation like they did in the postoperative room when the manufacturer representative(rep) turned it on. They already tried turning stimulation up and still didn't get any stimulation sensation. Patient mentioned they had an appointment with their urologist tomorrow and they would do some troubleshooting to figure out why it was not working. Patient mentioned their ins wasn't working. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that there was a lead migration post implant. Issue was not resolved and is ongoing.